Event description:
The customer tested her blood glucose using her breeze 2 meter and received a reading of 37 mg/dl. She retested using another meter and result was 177 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent. Customer is to return her strips for evaluation.